Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4335020. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Event description:
Per report, "patient has been using byetta injections for approx 8 years. She attached a new needle to perform her injection at 8am on (B)(6). When she finished the injection and removed it from her skin, she noticed that the needle had broken off into her abdomen. She was not able to retrieve the needle by herself. She went to her local general practitioner who advised her that she would need to have the needle removed, and that she needed to go to get an ultrasound to locate the needle. During the ultrasound, she thought that the needle may have been pushed deeper into the subcutaneous tissue. Ultrasound was not able to locate the needle, and so an x-ray was performed. X-ray was able to locate the needle. The general practitioner said that he would not be able to retrieve the needle in his clinic, and so advised the patient to go to the emergency dept at the local hospital. The hospital doctor told the patient that, due to her cardiovascular condition (and subsequent use of blood thinning agents), she does not need to have the needle removed, and that scar tissue will form over the needle, causing no additional problems. The patient advised the general practitioner of this advice from the hospital, and the general practitioner has agreed with the advice from the hospital."